Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that he had return of symptoms. The change in therapy was not related to positional movement. Patient stated he went 15-20 times per days and went 3-5 time at night. Patient stated his daughter made adjustments and he did not know if she had switched programs, however patient mentioned that one time she increased the setting, it hurt in his right testicle. Patient told healthcare provider (hcp) about it and was told that he had a sac full of water right next to the testicle that most likely causing the pain and they could operate, however no guarantee. The change in symptoms was considered saddened. Patient was redirected to hcp office if he needed additional programs. Patient indicated he had botox and radiation treatments prior to the implant. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.